Manufacturer narrative:
Returned product consisted of ams inflatable penile prosthesis. Testing found that the pump and cylinders leaked. Both cylinders leaked due to interaction with a sharp instrument during explant. The pump leaked due to fatigue at c-tube strain relief junction. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis (ipp) malfunctioned. The ipp was removed.

Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis (ipp) malfunctioned. The ipp was removed. Further information was requested and was not received. Should additional relevant details become available, a supplemental report will be submitted.